Manufacturer narrative:
Exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18110503.

Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and were not returned. No device malfunction was suspected. The patient was doing well postoperatively.